Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had left hip replacement in 1996, she was revised on (B)(6) 2016 for an unknown reason. This pi is for revision of primary. Update: as per patient, she was first implanted on 1994 and was revised on 1997 prior to her 2016 revision. This pi is for revision 1.

Event description:
Patient had left hip replacement in 1996, she was revised on (B)(6) 2016 for an unknown reason. This pi is for revision of primary. Update: as per patient, she was first implanted on 1994 and was revised on 1997 prior to her 2016 revision. This pi is for revision 1.

Manufacturer narrative:
An event regarding pain, wear and heterotopic ossification involving an unknown liner was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿in 1996 she underwent a primary left total hip arthroplasty for which no operative report or list of implanted components is available.¿ ¿on (B)(6) 2013 the patient complained of increased discomfort in both hips of several years duration and it was noted that she underwent a right total hip arthroplasty in 1994 and a left total hip arthroplasty in 1996. The pain was noted to be in the low back and buttocks region and x-ray showed ¿significant poly wear on the left biggest issue lumbar spine on (B)(6) 2014 she complained of soreness in both hips and the impression was wear of the acetabular component. The plan was to revise both hips.¿ ¿when seen on (B)(6) 2016 the note states, ¿pre-operative check for left total hip revision.¿ there is no operative report available but implant labels indicate a 28/0° x3 poly and antibiotic simplex cement was utilized for a left total hip revision on (B)(6) 2016. She was discharged on (B)(6) 2016 to an extended care facility.¿ ¿x-ray printouts available for review include a series dated (B)(6) 2013, which are multiple views of both hips. The left demonstrates an uncemented total hip arthroplasty, reduced, with two screws in the acetabular shell and two additional screws proximal to the acetabulum. There is some poly wear and brooker iii heterotopic ossification.¿ [¿] ¿no operative reports, no listing of the primary hip components, and no examination of explanted components are available. The first revision of the left total hip arthroplasty twenty years post-surgery for poly wear replaced the liner with a 28/0° insert, which subsequently proved to be unstable and dislocated three times anteriorly. Revision total hip arthroplasty is more prone to dislocation than primary procedures. Revision to an mdm bearing has since been stable and reduced. There is no evidence that this clinical situation was due to any factors of implant design, manufacturing or material of any stryker product.¿- product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the alleged report events. The pain could be caused by the liner wear and the heterotopic ossification. The root cause for the liner wear could not be determined however, the liner has been implanted for about twenty years. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.